Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date has been estimated to the year of 2015.

Event description:
It was reported the patient underwent implant of a 19mm trifecta valve in 2015. The patient had been seen regularly for follow-up visits. During a follow up visit, aortic regurgitation was found along with a fracture near the cuff and the patient had complained of chest pain. On (B)(6) 2022 the patient underwent an explant of the 19mm trifecta valve. No pannus or calcification was observed upon explant the patient received a new, non-abbott device was placed. The patient remained hemodynamically stable throughout the procedure. The patients status was reported as stable. No additional information has been provided.

Event description:
N/a.

Manufacturer narrative:
Explant due to aortic regurgitation and a tear was reported. The investigation confirmed that calcification was present on all three leaflets, which limited the leaflets' mobility. There were tears in both leaflets 1 and 2, which were associated with calcifications. Focal fibrous pannus ingrowth was present on the inflow surface of leaflet 1. There was fibrous thickening of all three leaflets. No inflammation was present. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus and calcifications noted on the valve were associated with the leaflet tears and limited the leaflets mobility, which could have caused the reported event of aortic regurgitation and leaflet tear. There is no indication of a product quality issue with regards to manufacture, design, or labeling.correction h6 medical device problem code : 1260 fracture no longer applies and replaced with 4008 material split, cut or torn